Event description:
It was reported to boston scientific corporation on that a flexima bilary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2012.according to the complainant, during the procedure, when attempting to release the stent in the common bile duct, the guide catheter seemed to be stuck; during the attempted deployment, the guide catheter stretched and broke. The broken guide catheter remained within the push catheter enabling the delivery system to be removed in one piece. It was confirmed that no pieces of the device detached inside the patient and no other damage was noted to the device. It was reported that the patient anatomy was tortuous but did not seem to influence the stent deployment. The procedure was completed with another flexima biliary stent.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4):according to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.